Manufacturer narrative:
To date, the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the lens remains implanted; therefore, it is not available for investigation. The reported event was not verified. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
Just after the implantation of the intraocular lens (iol), the surgeon observed a crack in the root part of the haptic. No patient injury reported. No additional information was provided to abbott medical optics.